Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured between september 27, 2021 and february 24, 2022. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the foley catheter, which was being used as an suprapubic (sp) tube, fell out of the patient. It had a leak in the balloon. The patient had to go back to the or to have an sp tube replaced. Per additional information provided on march 07, 2023, the incident occurred 5-6 months ago. The patient returned to the or because the suprapubic tube tract closed off after the tube fell out.